Manufacturer narrative:
72400024, 355861009, balloon fgs 61-70 cm. 72400098, 357265008, control pump fgs.

Event description:
It was reported that patient experienced increased incontinence for several months. Artificial urinary sphincter (aus) device was explanted and replaced. Physician states patient had atrophy of urethra. No adverse patient effects.